Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, peritoneal cyst, paratubal cyst, dysfunctional uterine bleeding, dysmenorrhea and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had not resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2017, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: a: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix acute and chronic cervicitis. Endometrium early secretory pattern. Myometrium no pathology. Serosa focal endometriosis and multilocular peritoneal cyst. Bilateral fallopian tubes paratubal cyst on the left.. Batch no c06523 production date 2013-12-30 expiration date 2016-12-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 24-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in an adult female patient who had essure (batch no. C06523) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis, peritoneal cyst, paratubal cyst, dysfunctional uterine bleeding, dysmenorrhea and endometriosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy.) Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had not resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of removal- (B)(6) 2017, (B)(6) 2017 . Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: a: uterus with bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix. Acute and chronic cervicitis. Endometrium. Early secretory pattern. Myometrium. No pathology. Serosa. Focal endometriosis and multilocular peritoneal cyst. Bilateral fallopian tubes. Paratubal cyst on the left. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received- lot number added. New reporter, lab data, medical history and removal procedure were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia and abdominal pain had not resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received- essure removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.